Event description:
The patient experienced a shocking or jolting sensation, and a burning sensation. The implantable neurostimulator was turned off, and the patient continued to have the symptoms. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.